Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that during a spinal surgery procedure using the coral spinal fusion implant system, the surgeon used a cross connector that was too large. When he tried to force lock it into place, the shaft broke. This occurred when the crosslink was on the rod; they were trying to lock the middle section. The surgery was completed successfully using a spare small cross connector device.